Event description:
At the end of cataract surgery, surgeon removed head bar drape, a component in our cataract custom pack. In post op follow-up visit, patient reported bruising on forehead. Follow up on this and one other case revealed that both patients were elderly and on coumadin therapy.manufacturer is checking to see if there was a change in the adhesive used in this new lot of custom procedure tray.